Manufacturer narrative:
H11. Corrected data: corrected b5, f10.

Event description:
Patient had severe mitral stenosis and moderate-to-severe mitral regurgitation.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm mitral valve implanted four (4) years, 10 months, underwent valve-in-valve procedure due to mitral stenosis. A 26mm transcatheter valve was implanted via transeptal approach. The patient left the room in stable condition, no leak and mitral valve gradient of 1.6 mmhg.